Event description:
Per the clinic, no connection could be made to the internal device subsequent to the patient sustaining a head trauma (date not reported), the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per clinic, the device was explanted on (B)(6) 2014. This report is filed (B)(6) 2014. Device currently unavailable.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
This report is filed september 29, 2014.